Manufacturer narrative:
The patient was born on an unreported date in (B)(6). Event was reported to have occurred on unreported date around end of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (3 weeks, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.